Manufacturer narrative:
Implanted approximately 2003, info from pt. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned. Additional info has been requested.

Event description:
Synthes (B)(4) was contacted via phone call from a pt. Pt had surgery approximately 2003 at (B)(6) and was implanted with titanium mesh with norian. Pt returned to his primary care physician and discovered the titanium mesh screen is sinking approximately 1/4 to 1/2 inch. He referenced the product as having failed. Pt is experiencing migraines and is losing vision in his left eye as a result of the mesh allegedly sinking.